Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The entry does not represent the date of birth of the patient and should be read as 'no information.'

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, an ambulance was called to the patient¿s home, as she thought she was experiencing hypoglycemia and needed assistance. The paramedics did a finger stick reading and it showed 8.2 mmol/l, but the cgm was reading 3.2 mmol/l. No treatment was given as the bg level did not show hypoglycemia. She did not need to be sent to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.